Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracotomy. According to the reporter: the surgeon had to squeeze the handle four times to fire the handle. The surgeon clamped and squeezed the handle each time, on the fourth attempt it worked. The staples fired another reload beside the staple line. This led to unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No reinforcement material was used.